Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the visual summary analysis of the lead indicated apparent explant damage. The analyst also noted that tissue visible on helix. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular pace impedance 1568 ohms by (B)(6) 2016. The analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The right ventricular pace impedance steady at approximately 385 ohms through (B)(6) 2016, steadily rises to 1600 ohms between (B)(6) 2015 and (B)(6) 2016. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead increased and high thresholds and impedance in the last six months. The lead had a possible micro-dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.